Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a free flow event involving epinephrine. The event reportedly occurred at the start of infusion. However, no further information was provided as the reporter was unable to recall the details. This was reported to bd associate during their site visit. There was patient involvement but unknown if there was harm.